Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii did not provide sufficient hemostasis on the aorta. The surgeon tried to manipulate the seal to see if it was flipped, but was still unable to achieve sufficient hemostasis. He then opened a second kit and had the same problem. The procedure was completed by applying clamps and suturing the hole. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non-conformance issue(s) with this product lot. (B)(4).